Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure at the end of (B)(6) 2016 (exact date unknown) to treat a bilateral deep vein thrombosis (dvt) using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician aspirated approximately 1.2 to 1.5 liters of blood. The patient was then admitted to the intensive care unit (ICU) and given lytic therapy overnight. The next day, the patient was brought back to the catheterization lab where the physician performed an additional thrombectomy procedure using a cat8 and removed approximately 1.2 to 1.5 liters of blood. After the procedure, the patient was transferred to the ICU, where the patient coded and subsequently expired. It should be noted that there was no device malfunction with the penumbra devices. As of (B)(6) 2017, an official cause of death has not been provided; however, the physician speculates that it was due to blood clot traveling to the patient's lungs. Please note that the event occurred at the end of (B)(6) 2016; however, the exact date of event was not provided. Therefore, (B)(6) 2016 is being used as the date of event.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2017-00170. 1. Box 1. Brand name. 2. Box 2. Product code. 3. Box 3. Common device name.